Event description:
It was reported that the patient had stored egm (electrogram) that shows t-wave oversensing (twos) from a non-medtronic lead during an episode of slow ventricular tachycardia (vt) and the device did not discriminate. It was noted that the patient had very large r-waves. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1788 competitor implantable pacing lead, (B)(6) 2006; 7000 competitor implantable tachy lead, (B)(6) 2006. (B)(4).